Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 692 umol/l and was reported outside the laboratory. The patient was transferred to the emergency room and a new sample was taken. The creatinine result from this sample was 72 umol/l. The customer retested the first sample on a backup system and the creatinine result was high. No specific data was provided. The patient was eventually sent home, but complained about the unnecessary trip to the emergency room. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer confirmed this was an isolated event. The customer was advised by the call center contact of possible issues including their handling of the racks, too full urine tubes, and mixed use of sample types the on analyzers. As no other assay was tested for the patient on the day of the event, reagent carryover was excluded as a possible cause.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The provided analyzer alarm trace did not indicate any issues.